Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that the ilet app failed to sync with the user¿s device, preventing display of data. Troubleshooting steps including phone restart, app reinstall, and pairing completion were performed. The user¿s blood glucose was not affected, and no hospitalization or treatment occurred. No long-term health effects were reported.